Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Review of the device history records for the stem identified no deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient was revised approximately 2 months post implantation due to infection. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: source: (B)(6). Concomitant medical products: catalog number:110010245 lot number:6709966 brand: g7 shell. Catalog number:574201040 lot number:3036731 brand: avenir cmpl stem. Catalog number:00801802802 lot number:unknown brand: femoral head unknown liner. Multiple reports were submitted along with this report 0001822565-2021-03364 and 0001822565-2021-03365. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.